Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and reservoir was leak at the bottom. The customer¿s blood glucose level was 246 mg/dl at the time of the incident. The customer stated that the drive support cap was slightly "intended". Customer was unable to complete rewind insulin pump. The customer stated that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis. Reservoir will be returned for analysis.